Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was loud and overheated. It was further determined that the driveshaft was broken. This was consistent with excessive force being used during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/ misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was loud. During in-house engineering evaluation, it was observed that the device overheated. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.